Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the pacemaker and right atrial lead exhibited sensing intermittently and under-sensing. No intervention was performed.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-15924.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.